Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip on the harmonic ace instrument broke and a fragment inside the patient. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and showed no signs of damage or irregularities. During the procedure, a fragment from the instrument fell inside the patient while the surgeon was dissecting. The instrument had been in use for about 30 minutes and no functionality issues were noticed. The fragment did not fall during a collision event with other instruments or hard material. The fragment was retrieved during the same procedure and visual confirmation ensured that all fragments were collected, requiring no additional surgical intervention or post-operative imaging. The surgery was completed robotically without injury or complications to the patient.